Manufacturer narrative:
Device evaluation summary: the field service engineer evaluated the ventilator and found that the safety valve was damaged and would not open. The safety valve was replaced. The ventilator passed all testing and was returned to the customer. If the replaced part is returned for failure investigation, a supplement medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during preventative maintenance the 840 ventilator safety valve failed to open during the est (extended self test). The ventilator was not in use on a patient at the time of the reported event.